Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced an intestinal tube obstruction and duodopa therapy was administered through the peg tube. On (B)(6) 2018 during an endoscopy to assess the j tube, a 8cm x 5cm bezoar was found on the distal part of the j tube. The intestinal tube was removed through the patient's mouth and an ulcus due to an intestinal tube decubitus was seen in the duodenum angle. There was no signs of bleeding and the patient was treated with omeprazole. No further information was provided.